Manufacturer narrative:
The patient was revised 11.5 years after prior surgery to remedy symptoms related to arthritis. The surgeon changed the joint system from a bi-polar to a total hip. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmr's created. This is the 3rd complaint for this part number (other complaints are: cup loosening after 11.3 years & instability after 11.3 years). The patient's arthritis was the cause for the need for revision.

Event description:
Patient was converted from bi-polar to total hip because of arthritis.